Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging an occlusion issue. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up#1; submitted: 08/11/2016. Further review of this complaint indicates that the reported occlusion issue was not related to the insulin pump; therefore, there is no allegation of a pump malfunction related to this alleged occlusion issue. Based on this correction, animas will not be sending any further reports on this complaint.

Event description:
.